Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main artery. A 2.50x20mm promus element plus drug-eluting stent was advanced to treat the target lesion. However, after the stent was deployed, the physician noted proximal stent deformation. No patient complications were reported.